Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A registered nurse from the hospital states that the patient has been hospitalized for high blood glucose. The symptoms were vomiting and abdominal pain. The blood glucose level was 179 mg/dl for this hospitalization. There was a previous emergency room visit, but the date is not available. The blood glucose level at that time was over 533 mg/dl. The customer was in diabetic ketoacidosis. The customer also had symptoms of vomiting and abdominal pain at that time. Nothing further reported.